Manufacturer narrative:
(B)(4). Analysis of the lead, model # 39286-65, sn (B)(4), found the # 13 electrode to be partially lifted off the molded rubber area. It was stated that the conductor wire was still intact and the lead was functionally ok. The lead was also found to be bent at the distal portion.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) noticed a loose, protruding electrode on the lead prior to implant. The hcp opted to use an alternate lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that there was a lead issue and damage was observed by the implanting surgeon during an implant procedure. The reporter stated that a defective electrode on the lead was noticed by the surgeon and was best described as a "loose" electrode that was popping out and away from the lead. It was reported that the electrode was never fully detached but it prompted the surgeon to decline implant of the lead. The lead was not implanted and a different lead was used. The patient status was noted as no injury and no adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.